Manufacturer narrative:
Items returned for evaluation: pusher, implant, introducer, shrink lock. Items not returned for evaluation: dispenser hoop, microcatheter, v-grip. The visual analysis of the returned items found that the pusher was returned with no implant attached, but no signs of activation were observed on the pusher¿s heater coil. The implant was returned stretched, damaged, deformed and separated from the pusher. The investigation of the pusher found the monofilament broken, which indicates the device experienced a tensile break. The investigation of the returned coil system found the implant stretched, damaged, deformed and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned for evaluation so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h10.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was available but has not been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that there was resistance was encountered while advancing the coil in the catheter and the coil prematurely detached in the catheter. The patient was reported stable. No patient harm or injury was incurred.